Manufacturer narrative:
The facility will not be returning the device for eval. With additional info received from the clinical nurse, indications are the stopcock had separated during the inflation process of the bakri balloon noting the bleeding may have persisted longer than necessary due to a lag time from the stopcock popping off of the device. The procedure was completed manually using a basin and a 60ml syringe along with the pt being administered 2 units of blood. When asked about the pt's status, the nurse stated, she is stable now. Most likely, the stopcock has been overridden past the solid stop violating the plug. By the end user turning the plug portion past the solid stop the plug has pushed up and come out of the stopcock body.

Event description:
The white part of the stop cock of the bakri popped off during the placement of the balloon prolonging the emergent situation from being addressed.